Event description:
Hill-rom tech support received a report from the account stating the left siderail was broken up and would not latch. The bed was located in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom tech support provided the account the part number for the left siderail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account will replace the left siderail to resolve the issue. Based on this info, no further action is required.